Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was not delivering accurately. The reporter was unwilling to troubleshoot the complaint at the time of the call. This complaint is being reported because the alleged issue could cause a patient to experience a blood glucose excursion. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-oct-2019 with the following findings: a review of the pump¿s black box history showed no evidence of delivery defects or inaccurate delivery. According to the total daily dose basal history and black box data for the time of event, the pump was delivering the programmed basal rate. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.